Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one in.pact admiral deb was used to treat the venous outflow. Approximately 6 months post index procedure, the patient suffered shunt stenosis. This was treated with medication and pta of the venous outflow. The patient recovered. The investigator assessed the event as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
Sponsor assessed that the event was not related to index device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A mdt standard pta balloon was used during the index procedure not an in.pact admiral deb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) adjudicated event is not related to procedure or therapy but related to device. Revascularization is clinically driven target lesion revascularization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An admiral xtreme balloon catheter was used in the index procedure. If information is provided in the future, a supplemental report will be issued.